Manufacturer narrative:
The pump was received with a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was faulty. The customer¿s blood glucose level was unknown time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.